Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 60 mg/dl but his blood glucose was 158 mg/dl. The insulin pump went into threshold suspend and blood glucose went up to 300 mg/dl when customer woke up. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.